Event description:
Boston scientific received information that this right ventricular pacing lead exhibited undersensing and high threshold measurements. It was determined the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.